Manufacturer narrative:
Results: patient's condition affected effectiveness of device (tortuous iliac arteries). Inherent risk of procedure (hematoma). Conclusions: device failure/lack of effectiveness related to patient condition (tortuous iliac arteries).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter saccular abdominal aortic aneurysm four weeks ago. The infra-renal neck angle was 25 degrees. Proximal aorta was 29 mm in diameter and 15 mm in length. Distal aorta was 31 mm in diameter. Right iliac artery was 16 mm in diameter and the left iliac artery was 17 mm in diameter. The right and left femoral arteries were 9 mm in diameter. The right iliac artery was moderately tortuous and the left iliac artery had severe tortuosity. The proximal end of the device was placed with the suprarenal stents crossing both renal arteries. The distal end of the right and left limbs/extensions were placed proximal to the internal iliac arteries. A type ii endoleak was discovered post stent graft implant and left uncorrected. It was reported that post operatively the patient developed a hematoma which required a pressure dressing. The patient recovered the next day. The investigator assessed this event to be related to the study procedure and not to the study device.